Event description:
A pt called zoll customer support to report that he was receiving check therapy electrode messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode message) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node and ECG "b". The root cause for the open pulse wire could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the open wire. The pt received a replacement electrode belt.